Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in excellent condition. The tank was filled with water, attached temp check, installed line cord and was powered on; the alarms were all triggered and functioned as intended. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer has no audible alarm. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement as the issue was found during a quarterly pm. It was also indicated that the devices green light was on. No further information was received.